Event description:
The upper jaw of the device broke during an arthroscopic knee surgery. The break resulted from patient having a tight knee and surgeon applying excessive torque. The broken fragment(s) were removed from patient's knee during primary procedure.